Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this complaint was received for examination. The photo investigation confirmed the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for leg shortens with ambulation. Subsidence of the stem by 6-7 mm. Question occult fracture of calcar. Event is serious and is considered moderate. Event is possibly related to device and is possibly related to procedure. Date of implantation: (B)(6) 2021. Date of event (onset): (B)(6) 2022. (Left hip) treatment: awaiting resolution. No treatment indicated.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. Primary operative notes (B)(6) 2021 indicate the patient received a left total hip replacement due to end-stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2022 indicate the patient is experiencing nerve pain, difficulty ambulating, and feelings of clicking in the hip. Physical exam reveals significant leg length discrepancy with the left leg being short. X-ray reveals subsidence of the stem by 6-7mm. Treatment at this time includes an oral medication and a shoe lift.